Event description:
The customer reported that they received questionable results for four patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the four samples, one had erroneous results for ft4. The specific date of the event was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. The patient results were reported outside of the laboratory. The results generated during the investigation were also provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 177593, with an expiration date of 04/30/2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 177593, with an expiration date of 04/30/2015. A specific root cause could not be determined as there was not enough sample available for further testing. A general reagent issue can most likely be excluded. Given the different setups of all assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing these assays from different vendors. For thyroid parameters, age, gender, and other characteristics are to be considered when analyzing measured values.

Manufacturer narrative:
This event occurred in (B)(6).